Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading was 27mg/dl. Troubleshooting was performed. The customer believes that he may have taken too much insulin for some snacks he ate. The amount of insulin in the reservoir matched with the amount of insulin in the status screen. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.